Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console during patient use (cooling phase), displayed an airtrap alarm. The user resolved the issue by repriming and restarting the console. Approximately two hours following the event, a recurrence of the console displaying an airtrap alarm was observed. Upon inspection, the user observed that the saline bag was empty. A catheter leak was suspected. Ivtm therapy was discontinued; however, the catheter remained on the patient using it as a central venous line. Adjunct therapy was used to continue patient's temperature management. No known impact or patient consequence was reported. This references the report of the thermogard console displaying an airtrap alarm during patient use. The report of a suspected catheter leak was reported under MFR 3010617000-2018-00450.